Manufacturer narrative:
(B)(4): conclusion - undetermined or unk cause. The customer's report of tubing broken at the top was confirmed. Visual inspection revealed that the silicon segment had a ter near the upper blue fitment that measures approximately 0.0283 inches. Three crush marks were noted on the upper fitment. Pressure testing confirmed a leak at the tear. The cause of the leak was a tear in the silicon segment. Root cause was not identified however, due to the crush marks on the upper fitment, it is possible the set was misloaded into the pump causing a tear on the silicone segment when the door was closed.

Event description:
The customer reported tubing is "broken at the top". Ther was no pt involvement. Although requested, no additional event info was provided.